Event description:
Reportedly, during the device f/u performed on (B)(6) 2011, no memories or statistics were available on (B)(4) memory screen or overview screen. The device pacing mode was set to aai and there was no ventricular lead connected on this dual chamber pacemaker. An explanation is requested.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.